Manufacturer narrative:
Investigation conclusion: retention products were tested with qc cut-off hcg standard (25 miu/ml) and high hcg clinical urine sample (208.6, 221.9, 213.7 iu/ml). All devices produced expected positive results at the 3-minute read time. No false negative results were observed. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformance's, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for a false negative hcg result was not replicated as retention products performed as expected. Case details indicate the customer attributed the false negative result to user error as it was performed by a new operator.

Event description:
False negative result 1x on the hcg one step pregnancy kit. Repeat tests and confirmatory blood work provided positive result. Exact quant not provided. No treatment was provided or withheld based on the false negative result. Unspecified date: patient was tested on the hcg one step pregnancy kit by a new operator and a negative result was obtained. The test was then repeated by an experienced operator and the result was positive. Confirmatory testing was performed and also provided a positive result. Customer states a 4th test was performed with a clearly positive sample to confirm that the kit was providing the correct results and the expected positive result was obtained. No treatment was provided or withheld based on the false negative result. The customer states they believe the issue was a user error; stated that the new user was re-trained. Unable to provide potential source of the user error. Patient outcome not provided. Although further information was requested, no further information was provided.